Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain got it done for me and it was horrible"), visual impairment ("I still have vision problems"), inflammation ("little inflammation issues"), menstruation irregular ("I get mine twice a month sometimes") and loss of libido ("sex drive only slight improvement"). Essure was removed. At the time of the report, the medical device removal, pelvic pain, visual impairment, inflammation and menstruation irregular outcome was unknown and the loss of libido was resolving. The reporter considered inflammation, loss of libido, medical device removal, menstruation irregular, pelvic pain and visual impairment to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, vision problems, inflammation, loss of sex drive, pelvic pain, irregular periods quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case (B)(4). This case was deleted from the bayer database. As there all the information has been transferred from this case to retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic pain got it done for me and it was horrible"), visual impairment ("I still have vision problems"), inflammation ("little inflammation issues"), menstruation irregular ("I get mine twice a month sometimes") and loss of libido ("sex drive only slight improvement") and underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the pelvic pain, medical device removal, visual impairment, inflammation and menstruation irregular outcome was unknown and the loss of libido was resolving. The reporter considered inflammation, loss of libido, medical device removal, menstruation irregular, pelvic pain and visual impairment to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, vision problems, inflammation, loss of sex drive, pelvic pain, irregular periods quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.